Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case would intermittently fall, causing infusion sets to be pulled out. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.